Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of severely calcified annulus. During the procedure, pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20 and 22mm non-abbott balloon and the valve was noted to be implanted at a depth of 3 ¿ 4mm but the implanter inadvertently pulled the valve with the nose cone leading to its migration towards aorta. A new 29mm navitor vision valve was selected for an implant using a large flexnav ds with a valve-in-valve technique. The valve was able to be implanted at a depth of 5mm on the non-coronary cusp (ncc) although there was incomplete stent opening resulting in mild-moderate paravalvular leak. Post-implant balloon aortic valvuloplasty (post-bav) was performed with a 23mm non-abbott balloon. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient's status was stable and noted to be recovering.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration of the valve was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported valve migration is likely related to procedural condition (the maneuvers required to release the valve). The reported surgical intervention was a result of case-specific circumstances as another valve was implanted (valve-in-valve). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.